Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a 26mm sapien 3 valve, in the aortic position by transfemoral approach. During the procedure, the pusher of the commander delivery system was not removed. This caused the valve to move toward the ventricle during deployment. The valve position was 10:90. So, it was decided to implant a second 26mm sapien 3 valve in the intended position with successful result. The patient outcome was good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 26mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the pusher of the commander delivery system was not removed, which cause that while valve deployment the valve moved toward the ventricle. The valve position was 10:90''. If the pusher or flex tip was not pulled back prior thv deployment, which could lead to deployed valve move towards ventricle resulting in low deployment or too ventricle. Per training manual, ''verify flex tip is on triple marker to ensure full inflation of balloon during deployment''. As such, available information suggests that valve procedural factor (not pulled back flex tip prior thv deployment) has contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.